Event description:
End user reported that two screws, on both sides of the (B)(4) wheelchair, where the back meets the seat, continue to fall out, causing the back handle to swivel. Stated that the screws have been replaced 5 times.